Event description:
A dialysis facility reported that a machine removed too much fluid from a pt. (6.9 kg in 1 hr and 25 min instead of 3.5 kg in 4 hrs). The pt became hypotensive (bp=76/46), diaphoretic and c/o nausea and vomiting. He was given a total of 2 liters of saline and 2 vials of albumin. Oxygen was administered and EKG showed tachycardia. Blood was drawn for cardiac enzymes and sma-12. He was still hypotensive (bp=95/44) post tx. He was admitted to the hosp telemetry floor for observation. Nurse did not know if there were any add'l medical intervention done at the hosp. The pt has been discharged from the hosp and is doing fine.